Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed 3cg stylet is confirmed. One 4 fr powerpicc catheter was returned with a 3cg stylet. The stylet was observed to be missing the distal segment which was not returned. Four kinks were observed at the proximal end of the stylet. The polyimide tubing extended approximately 4.7 cm from the broken distal end. A label sticker with ref: 1174108 and lot: rect1831 was returned. Microscopic observation of the distal tip of the polyimide tubing revealed a break between the tubing and the core wire. The tubing was observed to have multiple kinks at the magnet locations. The break surface of the tubing was uneven and showed evidence of slight compression. A section of the polyimide tubing was cut and the wall thickness was found to be within specification. It was stated that the PICC experienced resistance during insertion and retraction of the catheter which may have contributed to the kinking and fraying of the stylet. Since the returned stylet was observed to be frayed, the complaint is confirmed. A lot history review (lhr) of rect1831 showed no other similar product complaint(s) from this lot number.

Event description:
Per email: received a product complaint pertaining to the power PICC catheter with sherlock 3cg tip positioning system stylet. The stylet tip broke off of the stylet. It was dislodged into the patient¿s arm. No other details provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rect1831 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Per email: received a product complaint pertaining to the power PICC catheter with sherlock 3cg tip positioning system stylet. The stylet tip broke off of the stylet. It was dislodged into the patient¿s arm. No other details provided.